Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. This was discovered via the latitude monitoring system. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Also, the shock impedance was high at 144 ohms. All of this occurred while the device sensing vector was programmed to the primary sensing vector. Technical services discussed bringing the patient in for some testing and reprogramming. There were no additional adverse patient effects. The system remains implanted.